Event description:
The customer reported that during a routine check of the iabp, the iabp generated an "autofill failure" alarm. No patient was involved.

Manufacturer narrative:
The company representative observed that k1 was not reacting. The company representative replaced the helium fill manifold assembly (part number 0104-00-0014). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).